Manufacturer narrative:
One 3.0 pk raptormite w/needles was returned for evaluation. Visual assessment of the device shows approximately .045 of the proximal end of the anchor has broken where it interfaces with the inserters distal tip. The break is angular in nature. The broken portion of the anchor was not returned for examination. Dimensional assessment of the remaining portion of the anchor was found to meet print specifications. The condition of the anchor indicates it was subjected to excessive force and off axis insertion during use. Per the device instructions for use: ¿ensure the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. (B)(6).

Event description:
It was reported that during a lateral collateral ligament repair surgery the nail body escapes from bone. Product was removed and a back-up was used. No significant delay reported and no patient injuries. Results of investigation have concluded that this device broke as it was submitted to excessive force and off-axis insertion, which makes it a reportable event.